Manufacturer narrative:
On 5/2/2016 review of the pump data by tandem technical support was unable to confirm the customer's reported allegation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to charge the pump earlier in the week ((B)(6) 2016) and received a power source alert. It was also reported that the battery was noted to be depleting quickly. The customer believes that the power source alert caused their low blood glucose(bg) level that day (20 mg/dl). It was reported that paramedics came to the customer's location and administered glucose tablets.